Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that there was an infection at the pump site, and the pump and catheter were removed. The explanted pump and catheter segment were discarded and would not be returned. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was resolved. The patient status was 'alive - no injury.' No further complications were reported.